Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It is reported that a customer experienced low blood glucose of 40 mg/dl. The customer was treated for the low blood glucose with food. The customer was informed that there could be many reasons for low blood glucose. The customer realized that the sensor had to be changed. No further information was provided.